Event description:
Adverse event: undercorrection, incomplete surgery. A system operator reports a prk enhancement treatment was interrupted at 20% due to a shutter error message. Follow-up info indicates the pt is -0.25 sphere at 3 months post-enhancement. The surgeon has stated he does not believe the pt was permanently harmed or injured by the event and has no plans to perform a retreatment.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager (tm) confirmed the laser shutter errors and a low energy. The shutter 2 blade assembly had fallen off the motor shaft due to a set screw not fully secured. The tm secured the shutter blade set screw and applied loctite to the screw, then completed a successful system verification to specification. Conclusion: based on the results of the investigation, the root cause of the event was the shutter 2 blade assembly falling off the motor shaft. (B) (4)